Manufacturer narrative:
The device was returned for investigation. The device was visually inspected. The smiths label was intact and the screen was scratched. The event log was not available. A functional test was performed, and the reported failure was not replicated. No fault was found. It was suggested to recalibrate upstream sensor and replace downstream sensor as preventive measure. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms does not detect line attached. No patient injury was reported.